Event description:
It was reported that the marker channels were intermittently not present during testing. The analyzer was changed out but the issue recurred so it was determined that it was with the programmer. It was further noted that the programmer had to be changed out during a case. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Programmer passed functional testing. System fan is noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the marker channels were intermittently not present during testing. The analyzer was changed out but the issue recurred so it was determined that it was with the programmer. It was further noted that the programmer had to be changed out during a case. No patient complications were reported as a result of this event.